Manufacturer narrative:
This report is submitted on september 11, 2020.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device on the same date.